Event description:
Legal counsel for patient reports patient underwent a right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reports patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes dated may 7, 2013 reports patient underwent a right hip revision due to pain, discomfort, elevated metal ion levels, and adverse reaction to metal debris. Op report notes the presence of lysis around acetabular component, fluid, and corrosion on the taper. The cup and head were removed and replaced. Additional information received from patient medical record also indicates patient underwent a left total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on the left hip (B)(6) 2014 due to pain, discomfort, elevated metal ion levels, and adverse reaction to metal debris. Op report notes the presence of corrosion at head and neck. The cup and head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, ¿material sensitivity reactions.¿ ¿postoperative bone fracture and pain.¿ number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ and ¿fretting and crevice corrosion may occur at interfaces between components.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-06694 and -08402 / -08404).